Event description:
It was reported the procedure was to treat a lesion in the left anterior descending (lad) artery. The 2.80x19mm graftmaster stent was implanted and sealed the perforation. However the patient experienced chest pain with distal lad infarction. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of myocardial infarction is listed in the graftmaster® rx coronary stent graft system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.